Event description:
It was reported that after deployment of the vascular stent in the iliac artery, the stent moved forward from its original position. No patient injury was reported.

Manufacturer narrative:
The lot number has been provided. The device history records are being reviewed. The investigation is currently underway.